Manufacturer narrative:
When the preventive maintenance was initially performed, the measuring cell had been replaced, and the problem started. Following the event, the field service engineer (fse) revisited the customer site and replaced the measuring cell again and the photo multiplier tube. Instrument performance testing was acceptable. Afterward, calibration and qc were acceptable. The investigation determined the event was consistent with a service maintenance issue.

Event description:
The initial reporter complained of qc issues for multiple assays and discrepant high results for 2 patient samples tested for troponin I stat after preventive maintenance was performed on a cobas e 411 immunoassay analyzer. Patient 1 initial result from the e411 analyzer was 0.178 ng/ml. The repeat from a different analyzer was 0.100 ng/ml with a data flag. Patient 2 initial result from the e411 analyzer was 0.189 ng/ml. The repeat from a different analyzer was 0.100 ng/ml with a data flag. The questionable results were not reported outside of the laboratory. The troponin I stat reagent lot number was 501356. The expiration date was not provided.